Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Review of the device history record was completed for batch# 9161958. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to this complaint. Conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported before use the syringe 0.5ml 30ga 8mm 10bag 500 pl/wg was found with no label or missing label information or illegible (all packaging levels). The following information was provided by the initial reporter: pharmacist reported the expiration date was missing from the box.